Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding'). In an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure". The patient's medical history included: menses irregular with excessive bleeding, fibroids, anemic, multi gravida, blood pressure high, migraine, dysfunctional uterine bleeding, chronic cervicitis, adenomyosis, paratubal cyst and uterine dilation and curettage. Previously administered products, included for an unreported indication: depo lupron, propranolol and depoprovera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding to be related to essure. The reporter commented: date: (B)(6) 2015, procedure performed. 1. Hysteroscopy. 2. Fractional d and c. 3. Attempted novasure ablation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure ". The patient's medical history included menses irregular with excessive bleeding, fibroids, anemic, vaginal delivery, blood pressure high, migraine, dysfunctional uterine bleeding, chronic cervicitis, adenomyosis, paratubal cyst and uterine dilation and curettage. Previously administered products included for an unreported indication: depo lupron, propranolol and depoprovera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding to be related to essure. The reporter commented: date: 22oct2015 procedure performed hysteroscopy. Fractional d and c. Attempted novasure ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.